Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2026 in a patient who had been admitted on (B)(6) 2026 due to recurrent black stools for more than two months, with exacerbation for more than four days, and was subsequently diagnosed with acute upper gastrointestinal bleeding secondary to ruptured gastric varices. It was reported that during the procedure, the bands failed to deploy, preventing the achievement of hemostasis. There was no difficulty setting up the device. The device was immediately replaced, and the procedure was successfully completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.